Event description:
Via medical records, in 2007 a gore propaten vascular graft was implanted in the left upper arm of a female as an arteriovenous dialysis access graft. Patient presented with slow oozing from the surgical site. Upon reintervention three days later, there was no evidence of significant arterial bleeding. The anastomosis was intact without bleeding. There was minimal skin edge bleeding from small/tiny vessels deep in the wound. Coseal was injected around the graft anastomosis and wound site to secure hemostasis. There was no evidence of further bleeding. Patient tolerated the procedure well and went to the recovery room in satisfactory condition.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.